Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made based on the allegation of the power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated rebooting had occurred on (B)(6) 2012. There was no damage found to the returned battery cap or to the battery compartment. The battery cap secures appropriately to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. There were no battery cap connection defects found during testing. There was no evidence of internal damage found on the power circuit or the battery flex. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.